Event description:
Employee completed drawing pt's blood, turned away to activate the safety device and used the thumb to activate the safety device. The safety device snapped off resulting in a needle stick to the right index finger.